Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple no delivery alarms causing the customer to have high blood glucose levels. Caller reported that the customer was currently hospitalized due to being in a state of diabetic ketoacidosis. Blood glucose level at the time of the incident was 465 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.